Manufacturer narrative:
The device was not returned for analysis; however further investigation revealed the incorrect tip length setting was used during manufacturing.

Event description:
Related manufacture ref number: 2182269-2019-00196, 2182269-2019-00197, 2182269-2019-00198, 2182269-2019-00199, 2182269-2019-00200, 2182269-2019-00201, 2182269-2019-00202, 2182269-2019-00203, 2182269-2019-00204, 2182269-2019-00205, 2182269-2019-00206, 2182269-2019-00207, 2182269-2019-00208, 2182269-2019-00209, 2182269-2019-00210, 2182269-2019-00211, 2182269-2019-00212, 2182269-2019-00213, 2182269-2019-00214, 2182269-2019-00215, 2182269-2019-00216, 2182269-2019-00217, 2182269-2019-00218, 2182269-2019-00219, 2182269-2019-00220, 2182269-2019-00221, 2182269-2019-00222, 2182269-2019-00223, 2182269-2019-00224, 2182269-2019-00225, 2182269-2019-00226, 2182269-2019-00227, 2182269-2019-00228, 2182269-2019-00229, 2182269-2019-00230, 2182269-2019-00231, 2182269-2019-00232, 2182269-2019-00233, 2182269-2019-00234, 2182269-2019-00235 upon opening the box at the customer site, the label indicated a 5 mm tip and the product inside was a 10 mm tip.